Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay on initial information and investigation results. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-03584, 0001825034-2017-08519. Concomitant medical products: cer bioloxd option hd 40mm catalog#: 650-1058, lot#: 904340; e-poly 40mm +3 maxrom lnr sz25 catalog#: ep-108425, lot#: 558190; cer opt type 1 tpr sleve 0mm catalog#: 650-1066, lot#: 083520; arcos con sz d std 70mm catalog#: 11-301324, lot#: 906510; 5.0mmx40mm ti kaessmann screw catalog#: cp250313, lot#: 146600; 5.0mmx45mm ti kaessmann screw catalog#: cp250314, lot#: 778060; arcos 18x250mm intlkng dist catalog#: 11-301918, lot#: 128600. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient underwent a right hip revision procedure approximately one year post implantation due to unknown reasons. The modular head and acetabular components were removed and replaced.